Event description:
A (B)(6) male patient's wife contacted zoll customer support to report that one of the cables on the patient's electrode belt is completely separate from the belt and wires are exposed. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon evaluation, the rear therapy electrode (te) was pulled from the strain relief, exposing wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The patient received a replacement electrode belt.